Manufacturer narrative:
B3: date of event is unknown investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there were microbubbles forming in cassette approximately 10 hours after cassette attached to pump. The issue was resolved for a while and then on (B)(6) 2026 customer reported more incidents of air in line including 6cm of air in line. Event occurred at hospital while in use with patient. The issue was not resolved. There was no patient harm or adverse event reported.